Event description:
(B)(6) complaint handling unit reported a nail was broken post-operation. A (B)(6) lady with rheumatoid arthritis experienced a third fracture. The surgeon decided to do an interlocking tibial nail, but two and a half months later, the patient had a broken implant.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment. Exact part number could not be identified. Actual awareness date not known this individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(6) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed. Placeholder.